Manufacturer narrative:
It was initially reported the load from the cancelled cycle was released for use on patients without reprocessing first. Additional information was received on 3/16/2020 that states the load from the cancelled cycle was released for use after reprocessing. Therefore, this file is no longer deemed a reportable malfunction since there was no injury and no risk to patients. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a cycle cancellation with their sterrad® 100s sterilizer and the cancelled cycle was released for use on patients prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.